Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed that the device had a missing slide clamp. The cause of the condition was determined to be due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was ¿blocked¿. This was noted before use of the device. There was no patient involvement. No additional information is available.